Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the pre-existing patient anatomy (p1 prolapse) and poor visualization due to the pre-existing patient anatomy contributed to the reported single leaflet device attachment (slda). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), with an mr grade of 4+. Visibility was poor due to the pre-existing posterior leaflet prolapse. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). An additional clip was implanted reducing mr to 1. No additional information was provided.